Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, de novo lesion in the distal right coronary artery (rca). The patient presented with angina. Pre-dilatation was performed. A 2.25 x 28 mm xience xpedition rx stent delivery system (sds) was advanced to the lesion and the stent was deployed at 16 atmospheres (atm). Fluoroscopy after stenting revealed a dissection at the distal end of the stent. The sds was removed and another xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.